Event description:
It was reported that the patient had picked at the shock coil near the sternum. The electrode broke through the skin thus exposing the coil. This had then become infected. The system was successfully explanted. No additional adverse events were reported.